Event description:
The facility's biomedical engineer reported an infusion pump with a 550 failure code. The pump was in use on a patient when the failure occurred. It is unknown what medication was being infused when the failure occurred. There was no report of any patient injury or medical intervention caused by the failure of this device.